Manufacturer narrative:
Follow up for additional information cannot be performed based on the information received the hospital remains unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via FDA medwatch program that a patient with a 21mm perimount valve implanted approximately seven (7) years, eight (8) months, underwent valve-in-valve procedure due to increased gradient. At seven (7) years, two (2) months, patient was found to have increased gradient on tte. There was concern for worsening stenosis. The patient was further evaluated at another facility due to a high risk for surgical repair. After further review, the 21mm perimount valve was replaced with a 23mm transcatheter biorpsothetic aortic valve approximately six (6) months following the increased gradient identification. No additional adverse patient effects were reported.

Manufacturer narrative:
High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.